Manufacturer narrative:
Pump error 35 noted in the device history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset ( .3 mv). Device was received with no physical damage noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received broken force sensor alarm. The customer¿s blood glucose level was 5.7 mmol/l. Customer dropped the insulin pump earlier tonight and it alerting to remove the capiler. Customer stated that the insulin pump does not rattle when they shake it. Customer was able to clear the alarm. Customer stopped troubleshooting and could not continue or clear. Customer did not receive request to rewind insulin pump. Customer was advised to return of the device and revert to a backup plan. The insulin pump will not be returned for analysis.